Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the pump was reset and customer was able to resume insulin therapy.

Manufacturer narrative:
B5.

Event description:
It was reported that a malfunction alarm occurred.